Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for the peritonitis. The patient was reported to have recovered from the event. Action taken with therapy was not reported. It was unknown if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The reported product is an unknown baxter peritoneal dialysis disposable. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.